Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the power cord plug had wires showing. No injury reported.